Manufacturer narrative:
Based on the claim against the product by the customer noting battery errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reproduced the issue and service was performed to correct the reported problem. The fse removed the battery cable from system and performed a hard power cycle then plugged the cable again to resolve the issue. The system was tested and verified as ready for use. This complaint is considered a reportable event due to the following conclusion: the battery was in an unacceptable state after the start of the procedure due to low battery despite being connected to power. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the battery led indicator on the patient side cart (psc) was solid red and the system encountered a recoverable fault with error code 824, indicating a low battery in the psc. The distributor clinical sales representative called the technical support engineer to report that the issue occurred earlier in the morning. The system was not connected to the onsite network during the call. The caller reported that they had verified the main outlet by connecting other equipment to it and it worked fine, indicating no outlet issue. The caller also reported that they performed a hard power cycle using the emergency power off on the system and then started the psc in standalone mode. The error persisted. The psc was then left connected to mains for several hours, but the fault was still present. The battery led indicator was still solid red. The caller was no longer with the system, so no additional troubleshooting was possible. Logs revealed that the psc indicated loss of mains and later low battery capacity, errors 817 and 816 respectively on the day before. The procedure was completed with no reported injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the field service engineer to confirm that reseating the battery cable and performing a hard power cycle resolved the issue.